Event description:
A health care professional reported during intraocular lens (iol) implant procedure, intraocular lens did not inject properly. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The lens was returned posterior surface up in the lens case, positioned incorrectly. Surgical solutions were observed on both sides of the lens. The lens was cleaned with klrp. Multiple scratches were observed on the optic. Scraped mark was observed on the edge of the lens, near the haptic insertion area. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The associated products were not provided. It is unknown if qualified associated products were used. The company lens is only qualified for use with the company cartridges. The root cause for the reported iol not injected properly could not be determined. Only the lens was returned. Multiple scratches were observed on the optic. Scraped mark was observed on the edge of the lens, near the haptic insertion area. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. The associated products were not provided. It is unknown if qualified associated products were used. The company lens is only qualified for use with the company cartridges. The instructions for use (IFU) instructs: company foldable intraocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).